Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer plugged in the pump to turn it on, and after 10 minutes the pump would not turn on despite the led light flashing. Customer reported a blood glucose level of 129 (mg/dl). Tandem technical support instructed the customer to charge the pump for 1 hour. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.